Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for chronic low back pain. It was reported that the patient had been charging too frequently. It was taking the patient longer and longer to charge his implant. It used to take 30 minutes with all eight coupling bars and now it took up to three hours with all eight coupling bars. The issue began in 2016, about six months prior to (B)(6) 2016. The patient was redirected to a healthcare professional (hcp) to discuss any concerns with charging time increasing. Poor communication was reported on the patient programmer. The patient was also unable to communicate with the recharger. The patient usually charged every week. It had been two weeks as of (B)(6) 2016 since the patient last recharged and now he could not communicate with either the patient programmer or recharger. The patient was to follow-up with the hcp for a physician recharge mode. No symptoms were reported. The inability to communicate occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.